Event description:
The driver arms are loose and are not holding the reservoir in place. The customer was instructed to revert back to manual injections per dr's protocol. The customer was also advised of the out of warranty options for the pump.